Event description:
It was reported that patient presented to clinical follow-up with high threshold. The lead was capped and replaced. The patient condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.